Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, poor barrier separation was seen in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. The evaluation of the photo indicated poor barrier separation. Complaints for sample quality were not under statistical control for the month of january 2025, additional testing may be required: further clinical testing could not be performed as the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
D.4. Medical device lot # 4171622 was reported; however, this is not a valid lot number manufactured for the reported catalog number. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, poor barrier separation was seen in one (1) tube. No adverse impact was reported regarding the patient or user.